Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that there was a hospitalization due to high blood glucose. The blood glucose reading was 596 mg/dl at the time of admission and 205 mg/dl at the time of the report. The customer had attempted to treat the high blood glucose with a bolus, but it did not come down. The customer was vomiting and went to the hospital and was treated with an insulin drip. The customer reported that the drive support cap appeared normal and recessed. The customer reported that an endocrinologist had changed some settings prior to the high blood glucose events and the customer was advised to follow up with a health care professional regarding accurate programming. The customer reported that the bolus wizard and basal settings were correct. The bolus history displayed all entries based on the customers recollection. The customer was advised to call back when a tubing clamp was available in order to perform a high pressure test.